Event description:
It was reported that during a procedure, to treat a (B)(6) female patient, the tip of the laser fiber broke off in the patients' kidney while using a holmium laser to fragment a renal stone. The tip remains in patients' gu tract and doctor states that it will pass with urine. No further information provided.